Manufacturer narrative:
(B)(4).

Event description:
It was reported by the intra-aortic balloon pump (iabp) team technician to the sales representative that there was a suspected intra-aortic balloon (iab) rupture and as a result, the iab was removed. The patient originally presented in the cath lab (cl) on saturday (B)(6) 2015. The patient was stented and the iab was inserted via a sheath and into the femoral artery during the procedure. On sunday morning, (B)(6) 2015, it was noted through chest x-ray that the iab appeared too high, so the iab was pulled back. At approximately four to five hours later the rn caring for the patient in the intensive care unit noticed blood in the tubing. It was not known if there was a helium loss alarm. The iab was removed and it was decided not to replace the iab because the patient no longer needed the support. The length of time prior to the event is 24 hours. There was an interruption/delay in iabp therapy however ho harm to the patient was reported. There was no patient death, or complications. Medical/surgical intervention was not required. The patient outcome is reported as okay.